Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "conductor wire was damaged." The instrument was found to have damage of the conductor wire¿s insulation. The electrical continuity test passed.

Event description:
It was reported that during central processing, the instrument conductor wire was damaged. There was no report of patient involvement.